Manufacturer narrative:
(B)(6).the lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined, however, it was reported that the device was not used past expiry date.according to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the cervix was predilated to 6mm. As the physician inserted the procedure sheath, the posterior portion of the cervix was perforated, creating a false passage and a subsequent fluid leak. Suturing was performed to repair the perforation. The hta procedure was not completed due to this event and the patient's condition was reported to be "fine". Updated information received on september 18, 2014. The cervix was predilated to 6mm.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2014.according to the complainant, during the procedure, the cervix was predilated to 6cm. As the physician inserted the procedure sheath, the posterior portion of the cervix was perforated, creating a false passage and a subsequent fluid leak. Suturing was performed to repair the perforation. The hta procedure was not completed due to this event and the patient's condition was reported to be "fine".